Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient experienced over correction more than one diopter in left eye of the patient after custom q surgery. Patient had a history of myopic refractive surgery. Upon reviewing the surgical planning and post-operative outcomes, it was noted that the ablation depth was disproportionately high relative to the refractive error. The q value was positive, but no adjustment was made during planning. This led to an overcorrection, resulting in a post-op refractive error of more than one diopter. There are two related reports for this facility. This report addresses the patient unknown, left eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The requested logfiles could not be obtained and no complaint related product/component is expected to return for investigation. Therefore, review specific to the current case is possible. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit confirmed device met specifications per service and installation record. The root cause cannot be identified conclusively based on provided information. The manufacturer internal reference number is: (B)(4).